Manufacturer narrative:
The subject devices were discarded by the user facility and not returned to omsc for investigation. The exact cause of the user's experience could not be conclusively determined. As the result of checking the manufacturing record of the same lot, nothing abnormal detected. A supplemental report will be submitted, if additional and significant information becomes available at a later time. This report is being submitted as a medical device report in an abundance of caution. Please cross reference 8010047-2014-00066/00067/00068/00069.

Event description:
Olympus medical systems corp. (Omsc) was informed that during unidentified procedure customer opened a pack and all 5 clips did not open. There was no report of patient injury regarding this report.